Manufacturer narrative:
H2, h3: the returned psu was analyzed. It powered up on the test bench without the amber fault light on but it came on during testing. A check of the event log showed an intermittent history of low illuminator current. Otherwise, the psu passed an accuracy test at .15 mm with a passing threshold of .35 mm. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an camera error ember led. Camera was replaced and the system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis. Other relevant device(s) are: product ID: 9733437. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the camera shows the error emeber led. There was no patient present when this issue occurred.